Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as the lot number has not been identified/confirmed in this case. Since the screw remains in the patient, no physical, chemical evaluation could be performed, and the root cause of the reported issue could not be ascertained. The surgeon was unable to lock one of the mesa screws. The screw was left implanted in the patient in the unlocked position. The surgeon believed that the bend in the rod prevented the screw from locking because the rod was not fully seated in the screw.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a surgery took place on (B)(6) 2017 in which a screw was unable to be locked. The screw remains implanted in the patient in the unlocked position.